Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd veritor ¿ plus analyzer japan, the analyzer gave a negative result. The user visually evaluated the cartridge and questioned the result. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd veritor plus analyzer was having discrepant results (catalog number 256065, serial number n/a). The customer required additional training on the use of the equipment. Bd quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. The complaint is unconfirmed. DHR review is unable to perform as there is no serial number provided by the customer. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use with the bd veritor ¿ plus analyzer japan, the analyzer gave a negative result. The user visually evaluated the cartridge and questioned the result. There was no report of patient impact.